Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last several weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was taking longer to charge and had to be charged more frequently. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to physicians preference.